Event description:
It was reported that a vessel perforation was noted in the m1 during cathetertization with a transend wire into the lesion. The patient had a major hemorrhage and subsequently expired post procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).